Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the cap would not remain attached to the adipra/lantus/optisulin pens when trying to remove the pen needles 31x8 asia after use, making them difficult to remove. This occurred 95 times over the span of "3-4 months". The following information was provided by the initial reporter: "outer caps are too loose and customer has difficulty removing the pen needles from the pen. Customer has had trouble removing the pen needles as the outer cap comes off leaving the needle still on the pen, when he's trying to remove the pen needles. He thinks he's at risk of getting a needlestick because he's has such difficulty removing the needles. He uses 2 types of pens - a reusable apidra pen and a disposable lantus/optisulin pen. He has had trouble removing the 8mm needles from both. He said he's had this problem for the last 3-4 months."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cap would not remain attached to the adipra/lantus/optisulin pens when trying to remove the pen needles 31x8 (B)(6) after use, making them difficult to remove. This occurred 95 times over the span of "3-4 months". The following information was provided by the initial reporter: "outer caps are too loose and customer has difficulty removing the pen needles from the pen customer has had trouble removing the pen needles as the outer cap comes off leaving the needle still on the pen, when he's trying to remove the pen needles. He thinks he's at risk of getting a needlestick because he's has such difficulty removing the needles. He uses 2 types of pens, a reusable apidra pen and a disposable lantus/optisulin pen. He has had trouble removing the 8 mm needles from both. He said he's had this problem for the last 3-4 months."